Event description:
It was reported that the patient received inadequate shocks on the ventricular channel due to dislodgement of the lead. The lead was explanted and replaced. The patient was in a good condition after the event.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. UDI (di): (B)(4).